Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant on (B)(6) 2018, high thresholds were displayed after multiple repositioning¿s. Hence, the lead was not used and was replaced. Patient was stable. No adverse events were reported during procedure.